Manufacturer narrative:
Supplemental submitted as the investigation concluded that the foot end caster had broken off and was missing due to a broken caster stem.

Event description:
It was reported via repair work order that the foot end caster had broken off and was missing due to a broken caster stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend caster was broken off the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.